Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level below 70 mg/dl. The customer drank orange juice to stabilize bg level. The customer is a new pump user and stated that bg level could be due to settings needing adjustment. It was indicated that the customer is working with the health care provider on making adjustments to settings.